Event description:
Event description guidant received information that this left ventricular lead (4512) was explanted and replaced due to loss of capture as a result of exit block. The chronic pacemaker (1280) was replaced during the procedure, as it was nearing elective replacement time (ert). The pacing system was implanted in an off label configuration having the 4512 lead connected via an adaptor to the right ventricular port of the pacemaker. The physician elected to avoid the use of a right ventricular lead, as the patient previously underwent surgical valve replacement. An atrial lead was also removed and replaced, due to poor sensing and high thresholds. During the revision procedure, attempts to place a new atrial lead were unsuccessful due to poor sensing and high thresholds. The physician then successfully implanted a new, single chamber pacemaker with a new left ventricular lead.